Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:a review of the pump¿s history showed multiple reboots on 06/27/2013. During a visual inspection of the pump, the battery compartment was found to be cracked. The battery cap was able to fully tighten onto the pump. There was no power loss duplicated. The pump case was opened and no evidence of moisture corrosion was found in the pump. Unrelated to the complaint, the display screen was blank during testing. The display was found to be cracked. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was making a beeping sound earlier this morning and then it shut off. The patient stated that she does not remember pump ever powering off like this before. The pump powered on when battery replaced. At the time of the power interruption, yellow o-ring was not visible and battery cap was able to be secured after battery replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.